Event description:
Follow-up identified the patient underwent surgical intervention on (B)(6) 2017 to relocate the ipg pocket.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed vial laboratory testing. Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has lost a significant amount of weight. As a result, the patient's ipg is moving in the pocket causing discomfort. Surgical intervention is planned to address the issue.